Event description:
Reporter alleged the needle from the soft touch lancet device will not prime correctly and protrudes outside the end of the cap before and after it has been used. Reporter stated that medline lancets were used with the device. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.